Manufacturer narrative:
This report is to retract report 2017865-2021-13842 submitted on 06 apr 2021.  This report was erroneously submitted.  This is a not a reportable event since there is no allegation the infection is related to device/procedure.   All previously submitted information should be corrected to not applicable and null fields.

Event description:
It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.